Event description:
It was reported that a device was used during a laparoscopic gastric bypass procedure. It was reported the surgeon noticed the gasket tearing and then it fell into the pt. Opened another device to complete the case. There was no consequence to pt.